Event description:
It was reported that during a photo-vaporization of the prostate, the cap deteriorated, and the tip end fired after 127,897 joules. Another fiber of the same model was used to complete the procedure without any complications to the patient.